Manufacturer narrative:
Smiths medical international was notified of this event on 6/30/06. However, smiths medical, inc. Was not notified of this event until 7/31/06. Results eval: smiths medical international's investigation was limited owing to the lack of samples or pictures for analysis. There analysis was based upon the technical report submitted by our distributors and clinical opinion drawn on the subject. A definitive root cause for this event was not determined. However, there is no evidence that the product has failed to perform as designed. There is a small risk of folding of the tracheal tube during intubation, however, this risk should be minimized through monitoring during intubation of the tube. It is possible that the tube got caught on a part of the pts anatomy during intubation and the continued insertion caused the tube to fold back upon itself, causing the symptoms described. A complaints review confirmed this to be the first complaint for this product lot and the first complaint of this nature for this product code since 2001. A review of technical documentation confirmed the tubing used to MFR this tracheal tube was within mfg specification.